Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. Photo: there are 4 photos that were sent by the customer. The four photos show an overview of the catheter and drainage bag. Visual: visual evaluation of the returned sample noted one opened (without original packaging), 1 drainage bag with inlet tube, sample port connector, catheter, and tes. Visual inspection noted no obvious defects. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Flush the sample port and filled the drainage bag and no leakage observed from the drainage bag. This is within specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A device history record review was not required as the investigation was unconfirmed. As the reported event is unconfirmed neither a risk review nor labeling review is required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that urine leakage occurred due to catheter balloon damage. Per follow up information received via ibc on 09aug2023, the customer clarified that there were no visible defects to the returned sample. Since there were no visible defects to the both catheter and drain bag, both the catheter and drain bag should be investigated for the urine leakage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine leakage occurred due to catheter balloon damage. Per follow up information received via ibc on (B)(6) 2023, the customer clarified that there were no visible defects to the returned sample. Since there were no visible defects to the both catheter and drain bag, both the catheter and drain bag should be investigated for the urine leakage.